Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure. No further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the anchor site. The patient was prescribed with pain medication.

Event description:
A report was received that the patient was experiencing pain at the anchor site. The patient was prescribed with pain medication.